Manufacturer narrative:
Devices were recalled following a complaint on the hex driver missing the retention ring. Out of all the recalled devices, the lot 7eqbb-c had 6 device malfunction. Retention rings for the 6 devices were found missing. After correspondence with the FDA 6 different mdrs are being filed for the 6 devices that malfunctioned in the lot. This is the #6 report # (B)(4).

Event description:
Parts were returned from site and were missing the retention ring.